Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose was 516 mg/dl at the time of incident. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was not done for high blood glucose and under delivery. Customer stated that the insulin pump had no delivery alarm same day of the diabetic ketoacidosis event. The customer was treated in emergency room. Based on customer report customer did not allege pump was under delivering. The insulin pump will not be returned for analysis.